Event description:
A malfunction alarm with code "malf 12" was reported, and the fault ID was available. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support provided pump reset information and assisted the customer in resetting the pump, after which the issue did not recur. The customer was informed to continue using the pump and to reach out if the problem happened again.